Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed and upon visual inspection, there were no issues found that would be related to the reported event. The erbe was tested using system, on bootup the unit displayed error c-33. The probable cause of error c-33 is attributed to a faulty electrical component inside the erbe generator. This error indicates a higher voltage than expected during energy activation. This error can be resolved through troubleshooting or replacement of the generator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and checked all posts and passed successfully. The fse then replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted duodenal polypectomy surgical procedure, the customer contacted a technical support engineer (tse) and reported that they had an issue that occurred on their erbe. They were getting an "activation has been interrupted due to an error" message with a c-00 code. The system logs were reviewed by the tse and the errors were verified. The customer was requesting the fse to follow-up to resolve the issue. The procedure was completed with no reported injury.